Event description:
The doctor claims that the graft was implanted for a sub renal abdominal aortic aneurysm and after the declamping procedure, there was a light bleeding. The bleeding stopped spontaneously. There was no injury or complication to the pt.

Event description:
On 1/22/2003, co learned the following: the surgeon indicated that, although the amount of blood lost through the graft was not an important quantity, the amount was unknown and unattainable since it was in the suction jar along with washing liquids.